Manufacturer narrative:
The customer reported that one pcu front case was powering on by itself and another one was not powering on was confirmed. The ac indicator light did not illuminate on 1 of the 2 keypads and signs of contamination due to fluid ingress were found where the flex cables meets the circuit layers. External and internal inspection was performed on (p/n tc10012515) and (p/n tc10013664). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer for (p/n tc10012515). Testing performed on the returned keypads found all of the keys were functioning as intended on the two returned front case with keypads. The front case keypads (p/n tc10012515) and (p/n tc10013664) were connected to the cad pcu test fixture for functional testing. The ac indicator light did not illuminate on 1 of the 2 keypads. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 05/07/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/26/2020 and was repaired on 06/29/2020 under complaint file (bb)(4) review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads received for investigation.

Event description:
It was reported that one pcu front case was powering on by itself and another one was not powering on. Therefore, the two pcu front cases with keypads needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that one pcu front case was powering on by itself and another one was not powering on. Therefore, the two pcu front cases with keypads needed to be replaced. There was no patient involvement.